Event description:
On march 16, 2006 the lay-user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the patient on the same day to obtain/verify information. Typically the patient does not keep the meter with her at all times and does not test herself on a regular basis. She also takes "glucophage" 500 mg tablets, 1 tablet in the morning and at night. She admitted that she does not follow the prescribed regimen and only takes a dose when her blood glucose is elevated. The patient stated that when weh takes a dose of "glucophage", her blood glucose level sometimes drops too low. She also takes "marcozyme" tablets as a vitamin supplement. On march 15, 2006 the patient took a half tablet of "glucophage" 500 mg at 8:42 am. She then obtained the following readings: 129 mg/dl (11:27 am) and 173 mg/dl (4:26 pm). At around 6:41 pm, she started to "shake and felt "dizzy." She tested herself and got a reading of "112 mg/dl." The patient felt as though the reading did not match her symptoms and was inaccurately high. Since she was not feeling well, her friend gaver her candy and cheesecake to eat. By 7:03pm, her blood glucose was "120 mg/dl," and at 8:12 pm it was "157 mg/dl. "She started feeling better and her symptoms went away. The patient indicated that usually she would get hypoglycemic symptoms below 100 mg/dl. She also mentioned that recently, her usual reading have been arond "162 mg/dl" and "179 mg/dl." She denied receiving medical attention. The customer care adovacte (cca) verified that the patient had been testing her blood glucose correctly using her meter. The meter was coded properly and the test strips were in good condition. The patient did not have control solution to run a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient reported symptoms of hypoglycemia with a reading of "112 mg/dl" and she states she usually gets hypoglycemic symptoms when her readings are below "100 mg/dl." The patient received treatment for symptoms of "dizziness"